Manufacturer narrative:
(B)(4). D10: associated product: pn: 802202802 item name: femoral head ln: 66990741. Pn: unknown item name: unknown shell ln: unknown. G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shell/locking ring and inner liner would not assemble together. Upon inspection, the inner ring looked deformed. There was no delay or impact to the patient. There is no further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;d9;g3;h2;h3;h4;h6 product was returned and evaluated. Visual examination of the returned product identified that the shell was returned with the associated head, lock ring in the shell groove, and liner disassembled. The shell showed indentation on the outer spherical surface and scratches around the damaged lock ring gap in the groove. The liner showed indentations on the outer spherical surface consistent with the lock ring from attempted assembly in the field. The lock ring was confirmed bent downward in the shell at the gap. The lock ring chamfer orientation was correctly installed. The lock ring was removed during evaluation and there were confirmed gouges from the shell on the underside. Dimensional analysis was performed on the ring for width and diameter and found to be within specification. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. Based on the returned product review, the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.